Manufacturer narrative:
(B)(4). The service engineer to replace the keyboard.

Event description:
Report was received of a malfunction of the keyboard. The ventilator was not on a patient at the time of the event.